Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. None of the reloads were fired. The reloads were opened and the shipping wedge evaluated. It was observed that the anvil engagement tab was partially crushed. This tab acts to impede the movement of the knife when loading the reload onto the instrument. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when inspection was performed visually with spd responsible person to check whether the yellow tab was loose or not in spd before delivering to the operating room, in the 20 units of delivered devices, there were 5 units of which the yellow tab was loose. When one unit in them was opened, they found out that the yellow tab was deformed, so the event was reported to be defective. There was no patient involvement.